Event description:
Complainant alleged that the medics were treating a male patient who was over 60 years old and who was in cardiac arrest. After administering one 200 joule shock to the patient, the device display blanked out. The medics then obtained a second device to treat the patient. The complainant indicated that the patient subsequently expired, but that the patient outcome was "not likely" to be as a result of the reported malfunction. Medwatch report number 1220908-1999-719 which documents a previous malfunction that occurred with a different patient, but with this same device.